Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer repot number 3004209178-2015-94602 for the insulin pump.

Event description:
Customer reported she received no delivery alarms during prime. Customer also reported that the insulin pump was beeping with an alarm and was stuck in the preparing to prime loop. Customer was assisted with setting up the time as the device must have reset itself. Customer also stated that the screen has a scratch and she was unable to read the display to set the date. Customer stated that the device was forced to rewind and it went back to rewind. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. Customer connected a new infusion set; insulin did not exit the tubing. Customer stated she went through 5 infusion set changes but had not change the reservoir up until performing troubleshoot; she was able to complete rewind and prime. Blood glucose value was 330 mg/dl. Nothing further reported.